Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
No evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range. Inspection of the device found no history of poor battery performance, and testing of the device found the battery to operate as intended.